Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 518 mg/dl and 105 mg/dl which was treated with injected bolus. Customer stated that they was unsure if the drive support cap was protruded, loose, sticking out or flush. The customer also stated that they did not allege insulin pump was under delivering. Customer was performed high pressure test and there was insulin exited. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.